Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted:(B)(6) 2017. Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, so the output was programmed higher. Later, the right ventricular (rv) lead was ex planted. During the procedure, the atrial lead became dislodged, so it too was explanted. It was then noted that the left subclavian vein was occluded, so both leads were then replaced with leads in a new right-sided pocket. No further patient complications have been reported as a result of this event.